Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (trouble with download/ code 176) has been confirmed. Upon receipt, the charger/modem would not power up. Upon eval, the power brick was found to be defective. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The pt received a replacement battery charger/modem.

Event description:
The wife of (B)(6) male pt contacted zoll customer support to report that the pt's battery charger/modem would not send data for a download. The battery charger/modem was displaying code 176. The pt was issued a replacement battery charger/modem. Upon servicing, a reportable event was detected. Battery charger/modem (B)(4) would not power up.